Manufacturer narrative:
Per the tandem user guide: insulin should be at room temperature before filling cartridge per the tandem user guide: reuse of cartridges may result in over-infusion or under-infusion and may cause serious injury or death. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized due to an elevated blood glucose (bg) level of over 400 mg/dl and diabetic ketoacidosis. Reportedly, the customer delivered multiple correction boluses via the pump in an attempt to address bg level. Additionally, intravenous saline and insulin electrolytes were administered. Customer was released from hospital on (B)(6) 2021 with no permanent damage. Subsequent troubleshooting revealed that the customer was using cold insulin and reused cartridges. Tandem technical support educated the customer regarding cartridge labeling guidelines.